Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the proximal circumflex (cx). The physician attempted to deliver the 2.50x32mm taxus liberte stent into the proximal cx but the stent would not pass upon attempt to retract back the stent into the guide catheter, the stent dislodged in the left main. The physician retrieved the stent with a snare and was able to retract the stent down the right femoral sheath. The procedure was successfully completed with two unk stents using the same guide catheter. Pt's condition listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.